Manufacturer narrative:
D10, g4, g7, h2, h3, h6, h10. The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and the "intermittent video" issue was confirmed. The technical service representative noted that the hdmi connector was worn and corroded. The device was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) states: "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades.

Manufacturer narrative:
The glidescope spectrum smart cable and glidescope gvm video monitor have not been received at this time; however, the return of the system is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor and glidescope spectrum smart cable, the image would freeze intermittently. The customer indicated the procedure was completed with a standard laryngoscope; however, the length of time to prepare the second device was not reported. No harm to the patient or user was reported.